Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, not enough glue in the tip screw hole, peeling (floating) of the curved rubber adhesive part recognized, curved rubber adhesive part cracked, scratches found on switch 1, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, scratches found on objective lens, joint of the objective lens cracked, adhesive around the acoustic lens missing, peeling of the paint recognized on the air/water supply cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera ultrasound gastrovideoscope, having distal end defects. Upon inspection and testing of the customer returned device, the scope had missing tip part (tip probe fixing screw adhesive peeling). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, scratches were identified around the area corresponding to the tip. Therefore, it is likely that handling of the device resulted in the reported issue. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warning: do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull, or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts.¿ this supplemental report includes information added to device manufacture date olympus will continue to monitor field performance for this device.